Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The needle valve and knob were ordered for replacement to resolve the issue. Block a: no patient information provided to date after calls to customer (B)(6) 24 and (B)(6) 24. D4 primary UDI number was corrected.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in potential hypoxic gas mixture delivery during a case. The case was completed, there was no patient injury.